Event description:
A customer reported that the capsulotomy cut was not present after performing a femtosecond procedure in a patient's eye prior to cataract surgery. Also, that the incisions made with the femtosecond laser were too central and it was difficult to perform a manual rhexis. Add'l info has been requested for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).